Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient recently underwent replacement surgery and reported that the doctor discovered that he had left an old trial lead in the patient's body. The last couple of days the old lead has started to give patient pain and giving them "zingers" up the lead towards the spine. It is also trying to migrate to the left and making their new lead hurt and making their butt sore. Patient has already contacted their implanting physician about this and intends to request removal of the old lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.